Event description:
Reporter indicated a recently implanted vns patient had high lead impedance. The reporter was advised to disable the vns. The patient had no trauma and did not manipulate the vns. X-rays reviewed by the manufacturer did not identify any lead anomalies. The patient will be following up with a surgeon regarding possible vns replacement surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.